Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. Noise was observed via the electrogram. The lead was capped and replaced. The patient was in stable condition at all times.